Event description:
It was reported that customer experienced frequent pump malfunctions that only cleared after pump was reset. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, was already in process for new device, and case was documented and closed with no further action taken.